Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: dr.(B)(6). (B)(6) hospital. Australia (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a cat 3- mid-urethral tape procedure and cystoscopy procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient had experienced an unspecified injury.